Manufacturer narrative:
H.6 investigation summary two photos were provided to our quality engineer for investigation. Through visual inspection of the photos, damage was observed on the syringe barrel. The damage noted causes the stopper to become distorted against the barrel wall when moved across that point, resulting in the leakage that was reported. A device history review was performed for the suspected lots 1910306, 1911230, 2001233, and 2002229 , no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of each were used to conduct a leakage test. The product was visually inspected, no defects or damage was noted, the stopper was correctly assembled to the plunger, and no leakages occurred. While we could not identify a direct issue, the damage is likely due to the product jamming within the transfer wheels of the manufacturing equipment. We have notified manufacturing personnel of this incident to increase awareness and a project was initiated to reduce damage on our products. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that air bubbles formed in the bd plastipak¿ concentric luer lock syringe while drawing up "gemcitabine" connected to a spike during use. The syringe was inspected and a visible mark of "slight discoloration" was found in it, where "a relief" could be felt by passing a finger over it through the plastic. "Gemcitabine" was then injected into an infusion bag, which caused the cytotoxic medication to leak from it past the plunger. The following information was provided by the initial reporter, translated from french to english: in the cytotoxic reconstitution unit, in the isolator, the preparer takes gemcitabine with this syringe connected to a spike. During sampling, for a volume close to 30ml, air bubbles appear in the syringe. Hypothesis: is the spike cracked? After checking, the spike is not cracked. The preparer notices a slight horizontal mark on the syringe around 30ml but does not perceive a crack through her gloves. This mark is visible (slight discoloration) and a relief can be perceived by passing the finger over it (through the plastic). Manipulation is continued by injecting the gemcitabine into an infusion bag. The pressure caused during injection generates a leakage of cytotoxic product from the syringe to the sterile field from below. Instead of going to the luer connection, the product flows along the plunger. Since the syringe packaging was in the cytotoxic waste bin, it was not possible to retrieve it. In total: - significant risk of contamination of the environment due to the projection of cytotoxic in the isolator. - loss of time (cleaning of the isolator, handling, patient waiting) and loss of material (new manufacture of the pouch).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that air bubbles formed in the bd plastipak¿ concentric luer lock syringe while drawing up "gemcitabine" connected to a spike during use. The syringe was inspected and a visible mark of "slight discoloration" was found in it, where "a relief" could be felt by passing a finger over it through the plastic. "Gemcitabine" was then injected into an infusion bag, which caused the cytotoxic medication to leak from it past the plunger. The following information was provided by the initial reporter, translated from french to english: in the cytotoxic reconstitution unit, in the isolator, the preparer takes gemcitabine with this syringe connected to a spike. During sampling, for a volume close to 30 ml, air bubbles appear in the syringe. Hypothesis: is the spike cracked? After checking, the spike is not cracked. The preparer notices a slight horizontal mark on the syringe around 30 ml but does not perceive a crack through her gloves. This mark is visible (slight discoloration) and a relief can be perceived by passing the finger over it (through the plastic). Manipulation is continued by injecting the gemcitabine into an infusion bag. The pressure caused during injection generates a leakage of cytotoxic product from the syringe to the sterile field from below. Instead of going to the luer connection, the product flows along the plunger. Since the syringe packaging was in the cytotoxic waste bin, it was not possible to retrieve it. In total: significant risk of contamination of the environment due to the projection of cytotoxic in the isolator. Loss of time (cleaning of the isolator, handling, patient waiting) and loss of material (new manufacture of the pouch).